Event description:
Baxter reports a tubing leak with a minicap pd transfer set. It is unk how long the set had been on the pt when the incident occurred. The affiliate reports no pt injury or medical intervention as a result of the incident.